Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: p1501dr implanted: (B)(6) 2005; 5592-45 non defib lead implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that noise oversensing was observed on the atrial lead post routine device replacement. It was noted that several episodes of high rate events from the clinic demonstrate possible oversensing similar in nature. The patient was brought back to the operating room and the lead was re-seated. The lead was then tested and manipulated and oversensing recreated again once connected to device. With the lead connection secure the lead was recoiled with device, positioned 90 degrees differently, and noise could no longer be recreated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.